Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself could not be duplicated during testing. Ventec did, however, observe other non-critical power related anomalies that warranted further investigation. Ventec then opened the device in order to perform a visual inspection and observed that there were multiple electrically damaged resistors on the control board, as well as evidence of contamination caused by nebulizer fluid ingress. With the observations made during service at ventec, it¿s reasonable to conclude that the device was experiencing power related issues which may have contributed to the reported loss of power. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the cause of the reported loss of power was the control board, which had multiple electrically damaged resistors due to contamination caused by nebulizer fluid ingress.

Event description:
It was reported to ventec that the patient had forgotten to replace the nebulizer filter and had been using the nebulizer without it, when the device began making "weird" noises and unexpectedly shut down by itself. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.